Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. Patient reported feeling ill in the morning. Patient's boyfriend took patient to hospital. At the hospital, the patient's finger stick (fs) value was 548 mg/dl and the cgm value was 301 mg/dl. Patient was treated for diabetic ketoacidosis with insulin and fluids. Patient was released from hospital on (B)(6) 2017. At time of contact, patient is healthy. No additional event or patient information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the reported event of cgm inaccuracies as there was no data available within the issue date range. A definitive root cause could not be determined. The patient was not entering calibrations. Labeling indicates: calibrate the dexcom g5 at least once every 12 hours. The dexcom g5 needs to be calibrated in order to provide accurate readings. Do not use the dexcom g5 for diabetes treatment decisions unless you have followed the prompts from the device and calibrated every 12 hours after the initial calibration. The patient made treatment decisions based on cgm values. Labeling indicates: the dexcom g5 mobile cgm system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom g5 mobile cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event.